Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section d.4. Unique identifier (UDI)# corrected from (B)(4) to (B)(4).

Event description:
T was reported "swg kinked in package / prior to use." The device was discarded. There was no delay to therapy. The patient's current condition is reported as "fine".

Event description:
T was reported "swg kinked in package / prior to use." The device was discarded. There was no delay to therapy. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).